Manufacturer narrative:
Patient identifier: requested, not available due to personal data privacy legislation/policy. Age & date of birth: requested, not available due to personal data privacy legislation/policy. Patient sex: requested, not available due to personal data privacy legislation/policy. Weight: requested, not available due to personal data privacy legislation/policy. Ethnicity: requested, not available due to personal data privacy legislation/policy. Race: requested, not available due to personal data privacy legislation/policy. Occupation: clinical and marketing manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that doctor deployed the angio-seal device involved to achieve hemostasis. After pulling the device back, the tamper tube did not appear, and the collagen was exposed. It was unable to be pushed back. The angio-seal was removed, and manual compression was applied to the puncture site to achieve the hemostasis. The patient was in stable condition and the procedure was a success. The blood loss was less than 250cc's. The event occurred intra-operative. Additional information was received on 30 sep 2022: the procedure performed was a peripheral arterial occlusive disease using an 8 french sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, locator, and packaging. Upon visual analysis, there are no visual anomalies observed. The hemostasis sheath and locator assembly were subjected to microscopic analysis and no deformations or kinks were found along the length of the device. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).